Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A 3i t3 tapered implant (bopt5411) was returned for investigation. Visual inspection of the returned product identified no sign of damage within the external threads of the implant. The internal hex of the implant was in good condition and showed no signs of damage. Visual and dimensional comparison of the implant with respective drawing verified that the implant was consistent with the design and within all required specifications. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev f - november 2015 information identified: warnings, potential adverse events. As per the applicable IFU, under section potential adverse events, persistent pain, numbness, paresthesia, hyperplasia, excessive bone loss requiring intervention, and implant breakage are potential adverse events associated with the use of dental implants. Additionally, the customer stated that a value of 60 ncm was used. According to the t3 and osseotite implant systems surgical manual - rev a 06/19 when insertion torque exceeds 50 ncm, hand ratcheting is necessary to fully seat the implant. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported unusual pain. The reported event could not be verified. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient started having sharp, unusual pain. Two days post-operation. The patient elected to remove the implant.